Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were (B)(4) samples (unopened) submitted with this complaint. All samples were inspected for damage and (B)(4) issues were identified. (B)(4) sample had a barrel with a broken finger flange. (B)(4) samples had a scratch running axially along the barrel. All (B)(4) defects were leak tested according to procedure, resulting in (B)(4) issues for leaks. The reported condition is confirmed. A root cause investigation was performed by the quality engineer. The exact root cause could not be determined through a review of the equipment or the complaint investigation. The syringe assembly process is controlled and validated and should not damage barrels. Therefore, the most likely root cause of was due to a component jam or misaligned piece of equipment. Additionally, the ram operating procedure was reviewed and lacked a troubleshooting section for addressing equipment issues. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage in the fluid pathway. The lot met all defined acceptance requirements and was released. Action was initiated to add a troubleshooting section to procedure for the syringe rotary assembly machine and action was initiated to create new standard work documents for troubleshooting equipment issues. Additionally, a corrective and preventive action (CAPA) will be evaluated at the (B)(6) 2016 CAPA review board meeting for the manufacturing site.

Manufacturer narrative:
Submit date: 5/18/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states the syringe is cracked near the luer area and down the barrel.